Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the zilbs-635-10-8 device of lot number c1172652 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 08 november 2018. Document review: the zilbs-635- 10-8 device of lot number c1172652 contains rmn 18-204 (flexor 200 6fr) and rmn 25-426 (tapered connector cap). Prior to distribution all zilbs-635 devices are subject to visual inspection and functional checks to ensure device integrity. ¿check that the outer sheath and handle are fully snapped together and are free from damage and or cracks.¿ ¿check the outer sheath for crumpling, kinks or any other damage.¿ ¿in the case of defects, the unit is to be scrapped.¿ IFU review: there is no evidence to suggest that the customer did not follow the instructions for use. A review of the relevant manufacturing records (c1172652) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1172652. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to resistance during advancement and/or deployment which could have caused or contributed to high deployment forces on the flexor during attempted deployment. The high deployment forces could have resulted in the flexor separating form the handle. Summary: complaint is confirmed as the failure was verified in the laboratory. The flexor was separated from the handle which would have resulted in a malfunction during deployment. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
"The catheter of the stent and the handle dislodged during deploying."

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
"The catheter of the stent and the handle dislodged during deploying".